Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pill from 2011 to 2013. Concurrent conditions included morbid obesity. Concomitant products included citalopram and clonazepam for depression and anxiety as well as hydrochlorothiazide (hydrochlorthiazid) since 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2017, the patient underwent cholecystectomy ("surgery (other) type of surgery: gall bladder") and hernia repair ("surgery (other) type of surgery: hernea repair"). In 2017, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("(bladder/urinary tract/vaginal) type:yeast"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant), 2 years 4 months after insertion of essure. In (B)(6) 2020, the patient was found to have a pregnancy with contraceptive device ("I am 6 weeks one day/positive pregnancy test"). On an unknown date, the patient experienced back pain ("lower back pain") and arthralgia ("joints pain"). The patient was treated with root canal performed. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, cholecystectomy, hernia repair, menorrhagia, vaginal haemorrhage, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, acne, migraine, tooth disorder, feeling abnormal, dysmenorrhoea, dyspareunia, abdominal pain lower, weight increased, back pain and arthralgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2020. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, acne, anxiety, arthralgia, back pain, cholecystectomy, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, hernia repair, menorrhagia, migraine, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 263 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. X-ray - on an unknown date: coil was not in tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: fu 5 and fu 6 processed together. In fu 4 incorrect follow up receipt date was captured. Follow up receipt date corrected from 10-jun-2020 to 10-jul-2020 in this follow up as per mail communication. Social media received. Reporter information updated. Seriousness criteria removed for "pregnancy with contraceptive device". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pill from 2011 to 2013. Concurrent conditions included morbid obesity. Concomitant products included citalopram and clonazepam for depression and anxiety as well as hydrochlorothiazide (hydrochlorthiazid) since 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2017, the patient underwent cholecystectomy ("surgery (other) type of surgery: gall bladder") and hernia repair ("surgery (other) type of surgery: hernea repair"). In 2017, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("(bladder/urinary tract/vaginal) type:yeast"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant), 2 years 4 months after insertion of essure. In (B)(6) 2020, the patient was found to have a pregnancy with contraceptive device ("I am 6 weeks one day/positive pregnancy test"). On an unknown date, the patient experienced back pain ("lower back pain") and arthralgia ("joints pain"). The patient was treated with root canal performed. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, cholecystectomy, hernia repair, menorrhagia, vaginal haemorrhage, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, acne, migraine, tooth disorder, feeling abnormal, dysmenorrhoea, dyspareunia, abdominal pain lower, weight increased, back pain and arthralgia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2020. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, acne, anxiety, arthralgia, back pain, cholecystectomy, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, hernia repair, menorrhagia, migraine, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 263 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. X-ray - on an unknown date: coil was not in tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: social media received. Reporter added. Event :pregnancy and device ineffective were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), cholecystectomy ('surgery (other) type of surgery: gall bladder') and hernia repair ('surgery (other) type of surgery: hernia repair') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pill from 2011 to 2013. Concurrent conditions included morbid obesity. Concomitant products included citalopram and clonazepam for depression and anxiety as well as hydrochlorothiazide (hydrochlorthiazid) since 2016. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches") and feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2017, the patient underwent cholecystectomy (seriousness criterion medically significant) and hernia repair (seriousness criterion medically significant). In 2017, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("(bladder/urinary tract/vaginal) type:yeast"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("lower back pain") and arthralgia ("joints pain"). The patient was treated with root canal performed. Essure treatment was not changed. At the time of the report, the device dislocation, cholecystectomy, hernia repair, menorrhagia, vaginal haemorrhage, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, acne, migraine, tooth disorder, feeling abnormal, dysmenorrhoea, dyspareunia, abdominal pain lower, weight increased, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, acne, anxiety, arthralgia, back pain, cholecystectomy, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, hernia repair, menorrhagia, migraine, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. X-ray - on an unknown date: coil was not in tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received- previously reported event ¿injury¿ was updated to ¿migration of essure device location of device: unknown¿, new events: ¿abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: metallic taste, infection (bladder/urinary tract/vaginal) type: uti, (bladder/urinary tract/vaginal) type:yeast, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: acne, migraines / headaches, dental problems, neurological conditions or problems type: brain fog, dysmenorrhea (cramping), surgery (other) type of surgery: gall bladder, surgery (other) type of surgery: hernia repair, dyspareunia (painful sexual intercourse), lower abdominal pain, weight gain / loss specify which one: weight gain, lower back pain, joints pain, did not undergo essure confirmation test ¿, medical history, concomitant drugs and historical drug, reporter, lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.